Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. It was reported during the index procedure an endoleak suspected as a type ia or type ii was identified at the proximal portion of the graft. The physician elected to implant 5 endoanchors and ballooning was performed. Final angiogram showed that a leak was still present and it was thought that it may be a type ii endoleak. Per the physician the cause of the event is undetermined. No additional sequelae were reported and the patient will be monitored.